Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Visual inspection and functional testing of the ams 700 ipp reservoir confirmed the reported events of reservoir tubing tear and device inflation issues. A leak was identified in the krt attributed to fatigue. Product analysis concluded fluid loss as the most probable cause of the complaint, as the reported twisted reservoir tubing could lead to the identified tubing leak attributed to fatigue . Product record review indicated that the reported events do not represent a new or unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of cause traced to component failure was chosen because product analysis identified a reservoir tubing leak relating to the reported events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis (ipp). Pump troubleshooting took place to resolve the issue, however, the tubing was unraveling all the way up to the neck o the reservoir. The tube presented tears and the reservoir was faulty. The reservoir was removed and the tubing destroyed.

Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis (ipp). Pump troubleshooting took place to resolve the issue, however, the tubing was unraveling all the way up to the neck o the reservoir. The tube presented tears and the reservoir was faulty. The reservoir was removed and the tubing destroyed.